Event description:
It was reported that the customer is unable to see the reservoir icon. Customer's blood glucose level at the time 120mg.dl. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Unit received with bleeding lcd glass upper left corner and missing segments. Unit received with cracked case at display window corners, reservoir tube and battery tube threads. Unit received with minor scratched lcd window.(B)(4)